Event description:
It was reported that a malfunction alarm occurred before any notable events, displaying the resettable code malf 0. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Customer technical support assisted the caller with resetting the pump, and the issue did not recur after resetting. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.